Event description:
The customer is requesting assistance in obtaining retrospective data from the pt monitor and central station for a pt who expired.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted after philips obtains more info concerning this event.